Event description:
Pt underwent bi-polar arthroplasty in 2003. Subsequently, bi-polar dislocated and was relocated during closd reduction. Pt dislocated again one month later and radiographs showed disassociated of the bi-polar. Revision surgery performed replacing components. Pt dislocated hip again 9 days later and was reloacted during closed reduction.